Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricle assist system (lvas), serial number vad-55945, and the patient's outcome could not be conclusively determined through this evaluation. The customer reported that no additional information will be provided. The heartmate ii lvas IFU, rev. C is currently available. This document lists potential adverse events that may be associated with the use of the heartmate ii lvas, including death. The relevant sections of the device history records for vad-55945 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to cardiac arrest. Whether the outcome was device or therapy related was not provided.